Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The filter has been returned for evaluation and the investigation is currently underway.

Event description:
It was reported that during a scheduled filter retrieval, it was identified that one filter arm had detached and was in the right lower lung. The filter was removed successfully. The detached arm was not retrieved. There was no report of injury.